Event description:
A malfunction alarm was reported with a specific malfunction code that was resettable. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in successfully resetting the pump, after which the issue did not recur.